Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported there was loss of capture on the right atrial lead due to dislodgement. The lead was repositioned and remains in use. It was noted the patient is enrolled in the minimize right ventricular pacing to prevent atrial fibrillation and heart failure ((B)(4)) study. No patient complications have been reported as a result of this event.